Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchiness on the back and under the straps from the lifevest. There was no alleged device malfunction contributing to the irritation. The patient's physician released the patient from wearing the lifevest due to the skin irritation. The patient confirmed the skin irritation improved upon removing the lifevest.